Manufacturer narrative:
This is a retrospective report dur to warning letter related to observation of FDA inspection conducted on (B)(4), 2012. We do not have detailed information on pt information.

Event description:
Needle (nerve blockage needle: 22g x 70mm) bent at the point of hub. MFR lot #: 06l310-03.